Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the urine meter does not flow properly, the urine flows back towards the patient. It also gets stuck in the middle of the tube and does not move. The hospital advised that they were forced to use a needle to help the urine move. There was no patient injury.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. The production and inspection processes were reviewed and found that all operators and inspectors have been effectively trained, the processes are clear, there have been no changes to the equipment or raw materials, and the key processes including welding have been confirmed effectively. In addition, a retained sample was reviewed, and a simulation test was conducted. During the test, the sample drained normally without any blockage or liquid backflow. There were no abnormalities found in the product. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.